Event description:
It is reported that the patient suffered an aneurysm spurium approx 12.5 months post index procedure. Patient was treated with haematoma evacuation and haemodialysis. Investigator assessed that the event was not related to the study device or procedure. It is reported that the event was resolved.

Event description:
During the index procedure the physician used three amphirion deep pta balloon catheters to treat a lesion located in the anterior tibial artery of the left leg. The first and third balloons were successful but a dissection was reported after the second balloon. No treatment was reported. Approximately 9 months post index procedure the patient had a target vessel revascularization of the left ata due to restenosis. An in-pact amphirion paclitaxel-eluting pta balloon catheter and a non-medtronic balloon were used for treatment. Investigator has assessed that the event was unlikely to be related to the study device or the procedure. It is reported that the event is resolved.

Manufacturer narrative:
(B)(4).

Event description:
Investigator assessed that the aneurysm spurium event was highly probably related to the study procedure.

Manufacturer narrative:
Evaluation results and conclusions: (dissection, tvr). (B)(4).

Manufacturer narrative:
Correction: investigator's assessment of the procedure relationship was previously incorrect.